Event description:
Reporter alleged that sometime after getting a result of 59 mg/dl and self-treating with juice and candy, she started experiencing hypoglycemic symptoms, began "talking to imaginary cats" and fell. Reporter stated that she could not get a reading on the meter because it would not advance a strip and this resulted in her blacking out. She reported that the paramedics were called, they obtained a result of 33 mg/dl on their meter, and took her to the hospital where she stayed for 1 week. Reporter stated she did not remember what treatment was received. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.